Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that the therapy from their implantable neurostimulator (ins) had stopped due to a po wer-on-reset (por). The patient had a CT scan about 2 weeks ago when they went to turn on the stimulation. Additional information reported that the por had an error code of 0x400 (parity error). The indications for use for the implanted device were noted spinal pain and failed back surgery.

Event description:
Additional information was received, manufacturer representative reported por was successfully cleared. Event has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.